Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) contacted customer reported that the checkbox required to issue medication was missing. The tss remoted into the system and had the customer sign in again. Once logged in, the customer was able to scroll, and the checkbox became visible. The user was then able to issue medication successfully, and the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication and check box was missing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.